Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program line to request support with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. User reported that the alarm had gone off 3 times over the last 12 hours and was inquiring about what to do if it went off again. User also stated that they did utilize the help screen and the iab fill key. The esp representative troubleshooted by asking customer to check blood in tubing, secure connections, checking for kinks etc. User gave the patient¿s hemodynamics and clinical picture, the alarm was likely caused by patient movement causing changes in intrathoracic pressure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that the cardiosave intra-aortic balloon pumps from emergency support program (esp member). Customer called for assistance with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. She reported that the alarm had gone off 3 times over the last 12 hours and she was inquiring about what to do if it went off again. She did utilize the help screen and the iab fill key. We had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. We explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by patient movement causing changes in intrathoracic pressure. Complaint information obtained. We encouraged (B)(6) to call me should the alarm go off several times in an hour so that we could troubleshoot together. She was appreciative of the support. Despite troubleshooting with the iab fill key. We collected product surveillance information. No patient harm or injury reported. Customer appreciated the support provided and had no other questions.